Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had leaking on reservoir. The customer's blood glucose was 100 mg/dl. The customer performed troubleshoot for leak reservoir. The product will be returned for analysis.